Event description:
The core micro drill was sent in for repair due to overheating during a procedure. No adverse event was reported, no further info was provided.

Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed. Upon disassembly of the device, a damaged motor, bearing and other component parts were noted. Corrosion damage to the motor cartridge was identified as the probable cause of the failure as corrosion may cause friction leading to the heating described by the customer. The device was repaired and returned to the customer.